Manufacturer narrative:
The attorney alleges that due to the 'design, manufacture, assembly, marketing and sales' of the lead, the patient has 'sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and economic losses and consequential damages'. A pace/sense lead was placed in the right ventricle, and the high voltage portion of the lead is still in use. No specific patient complications were reported. Additional information was received from the medtronic sales rep reporting that, due to the patient's condition, the device was upgraded from a single chamber to a dual chamber ICD. The physician chose at that time to place a pace/sense lead prophylactically. Interrogation revealed that lead measurements were stable. The case went normally, and there were no patient complications. No conclusion can be drawn device remains activated.

Event description:
The attorney alleges that due to the 'design, manufacture, assembly, marketing and sales' of the lead, the patient has 'sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and economic losses and consequential damages'. A pace/sense lead was placed in the right ventricle, and the high voltage portion of the lead is still in use. No specific patient complications were reported. Additional information was received from the medtronic sales rep reporting that, due to the patient's condition, the device was upgraded from a single chamber to a dual chamber ICD. The physician chose at that time to place a pace/sense lead prophylactically. Interrogation revealed that lead measurements were stable. The case went normally, and there were no patient complications.